Manufacturer narrative:
(B)(4). Upon further review it was determined that this was not a reportable event, thus, the initial MDR submitted on 10 oct 2024 should be retracted.

Event description:
It was reported " it was noticed after insertion. Poor waveforms, strange x-ray imaging. Balloon trouble unraveling". When asked for additional information reguarding the alleged malfunction the customer responded, "I believe no harm came to the patient". No additional information is available from the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " it was noticed after insertion. Poor waveforms, strange x-ray imaging. Balloon trouble unraveling". When asked for additional information reguarding the alleged malfunction the customer responded "I believe no harm came to the patient". No additional information is available from the customer.